Event description:
The patient underwent angioplasty to treat the presenting basal vasospasm. Final imaging showed that there was a thrombus formation in the left distal mca. The patient woke up with the right arm weakness. There was no action taken to treat the stroke. The patient was reportedly still has ¿residual arm weakness.¿ the physician stated that the cause of the stroke was the thromboembolism of the left distal mca due to ¿blood was pulled back in to the catheter and then pushed forward upon inflation¿ during the procedure.

Event description:
The patient underwent angioplasty to treat the presenting basal vasospasm. Final imaging showed that there was a thrombus formation in the left distal mca. The patient woke up with the right arm weakness. There was no action taken to treat the stroke. The patient was reportedly still has ¿residual arm weakness¿. The physician stated that the cause of the stroke was the thromboembolism of the left distal mca due to ¿blood was pulled back in to the catheter and then pushed forward upon inflation¿ during the procedure.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.